Event description:
It was reported that the pt's pump "quit working last thursday" and the pt was on oral medication. The pt was going through withdrawals and was having a rotor study and "several other tests". The unspecified symptoms began about the time of the last pump refill in 2008. At the time of that visit, the drug concentration was changed from hydromorphone 30 mg/ml to 20 mg/ml; the daily dose remained at 5.3 mg/day. A bridge bolus was performed. Final pt outcome was not reported.